Event description:
In 2004, a pt was implanted with gore excluder aaa bifurcated trunk-ipsilateral leg component and a contralateral leg component for an aneurysm repair. At the 6 month follow up the pt complained of back pain. The CT scan images revealed aneurysm growth. A reintervention took place in 2007. The aorta gram showed no identifiable endoleak. An aortic extender component and two contralateral leg components were placed to realign the original devices. The pt tolerated the procedure and is reported to be doing fine.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.